Manufacturer narrative:
H4 corrected. G4: the correct aware date for follow up number 001 is (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer rep who is currently with patient and reviewed the recharge stats. Patient is currently getting good to excellent coupling and there are no recharging sessions over 1 hour. Per patient there was no change in charge time from pre and post recharger replacement. When assessing pocket, patient reported 3 to 4 times a pain in the pocket in the past 3 weeks, but no pocket soreness or tenderness and per patient no change in depth. Reviewed realistic charging can be over an hour to fully charge the ins, especially with good coupling. Rep reviewed multiple "good" coupling and some excellent coupling. Inquired about weight changes, but caller uncomfortable to ask this question. Requested recharge interval image from tablet and caller will send via email. Caller to discuss w/ patient recharging expectation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it used to take 40 minutes to charge the ins, but they noticed it was taking longer to charge. They reported that the last time they charged the ins it took over 2 hours, despite getting excellent recharge quality. On the morning of the call they started charging when the ins was at 30% and it only went up 10% in 25 minutes. The recharger appeared to be in good condition and they had not seen any error message screens. They confirmed they had not had any recent falls or trauma. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported they received the replacement recharger telemetry module (rtm) but their ins was still taking longer to charge than it originally did. The patient was advised to keep the controller plugged in at all times to keep the controller battery as strong as possible, and that the patient should clean the controller port and the rtm/ac power supply connectors with rubbing alcohol. The patient stated that if their ins is going to take this long to charge then she is having it removed. No further complications were reported or anticipated.